Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4). Concomitant products: 1.carto 3 system, model #:m-4800-01, serial #: (B)(4); 2.smart ablate generator, model #: unknown, serial #: unknown; 3.smart ablate pump, serial #: unknown; 4.decapolar catheter, model #: unknown, lot #: unknown. (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia - right (r-isvt) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient was stabilized and transferred to the critical care unit. The patient was reported to be in stable condition at the time the complaint was reported. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.